Event description:
The customer reported motor error alarms, blank display and other alarms. Troubleshooting was performed, but the insulin pump continued to alarm. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the alarms due to the blank display.